Event description:
It was reported that the doctor was doing a lower gi (gastro-intestinal) surgery and using a cdh29a with the ancillary trocar. After removal, the ancillary trocar was bent. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # 602a61. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. In addition, the ancillary trocar was not received for analysis. The breakaway washer was present and cut and there was no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the ancillary trocar is shipped in the spacer tab of the ethicon endo-surgery intraluminal staplers (ils). To remove the ancillary trocar, grasp the finger notches and pull outward. Place the blunt end of the ancillary trocar into the anvil shaft. Be certain that the finger notches on the ancillary trocar are aligned. This is the unlocked position and ensures ease of attachment. Rotate the ancillary trocar 45° in the anvil shaft so that the finger notches are in line with the locking springs. This is the locked position. Ensure the locked position is achieved by pulling the trocar and the anvil in opposite directions. The event described could not be confirmed as the device performed without any difficulties and the ancillary trocar was not received for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.